Manufacturer narrative:
Patient identifier = (B)(6). There is no further patient information provided due to privacy issues. During troubleshooting, the field service representative (fsr) checked the instrument logs and found the relative light unit (rlu) value of the initial test result to be 1.0 ng/ml and instructed the customer to check the instrument for leaking valves. The customer located a leaking valve, manifold kit (part number 7-77612-03). The fsr assisted the customer, over the phone, in replacing the valve which resolved the issue. Return testing was not completed as returns were not available. A review of the architect i2000sr serial number (B)(4) service history, identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant results since the valve, manifold kit was replaced. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated and erratic sample results. The I systems service and support manual provides instructions for removal and replacement of the valve, manifold kit. A 12-month review of the valve, manifold kit identified no trends with regard to discrepant patient results. A review of the architect i2000sr systems revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(4), or the valve, manifold kit (part number 7-77612-03).

Event description:
The customer reported falsely depressed architect troponin results on one patient. The results provided were: on (B)(6) initial = 0.000ng/ml (reference range = 0.000-0.026ng/ml) / on (B)(6) 2019 sample retested = 1.693ng/ml. There was no reported impact to patient management.